Event description:
It was reported that a reconstitution device had a leak at the interface of the device's needle and the vial during patient use. Reportedly, the leak occurred when the reconstitution device and vial were removed from the intravenous (IV) bag. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed no abnormalities that could have caused the reported condition. Functional testing determined that reconstitution could be performed without leaks occurring. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.